Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set was leaking between the white tightener and the blue part that connects to the patient line. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).the device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with the naked eye and magnification and a damaged patient adapter was noted. Functional testing including leak testing, clear passage test, clamp function test and integrity of seal surface testing were performed. All functional testing performed was acceptable. The reported condition was not verified. The product did not meet product specifications due to a visual defect. Should additional relevant information become available, a supplemental report will be submitted.